Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had scratched or damage on the display, rainbow effect making it hard to read. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin pump had hearing unusual noises different from the normal rewind noises, had to rewind more than once and rewind was slower had an unexplained and random no delivery alarm. Customer stated that the no delivery was not on insulin pump issues may had been a user issue as he was blind and twitches, so he may have hit other buttons, and it may have suspended it on accident. The device will not be returned for analysis.